Event description:
The facility reports, the caregivers were maneuvering the lift over the tub end when the lift tipped. The resident slid off the seat and into the tub. When the resident's weight was off the lift, the lift righted itself. No injuries were reported. Initial investigation revealed that a bolt was missing from the leg of the base.